Event description:
Same case as #6000089-2005-00517, #6000089-2005-00518. 201 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 3.5mm 80% stenosed mid right coronary artery (mid rca). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.50x16mm drug eluting stent in the mid rca. The next lesion was a 3.5mm 80% stenosed proximal right coronary artery (prox rca). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.50x32mm and a 3.50x8mm drug eluting stents in the prox rca. Stents overlaped but unk how much. The pt was discharged in 2004 on lipitor, plavix and aspirin. About 7 months later; the pt expired as reported by relative to the site. There was no autopsy. The cause of death reported by relative was "renal failure". In the opinion of the physician the relationship of the pt's death to the target vessel is "unk".